Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique with use of an amia cassette, which resulted in peritonitis. The breach in aseptic technique was further described as "the patient line cap fell off, but the patient used it anyway". The peritonitis was manifested by abdominal pain and cloudy effluent. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics. Action with pd therapy was not reported. The patient was recovered from the event. It was reported the patient was retrained on the proper aseptic technique and not to use the cassette if the patient line cap fell off. No additional information is available.